Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus. A field service engineer (fse) identified that main drawer 6 and all cubies were not detected on the bus, with no lights on the module controller. Using a meter, the drawer controller was confirmed to be good, so the module controller was replaced to resolve the issue. Diagnostics verified proper drawer functionality, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, and error message was received as device not on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.